Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative hcg on two patients. Quantitative test resulted positive for both patients. Internal controls - good, positive control line evident, background clear. No external controls ran. Samples were fresh. Visual inspection revealed nothing unusual. No patient information was provided.